Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr416 optiflow junior 2 nasal cannula was detached from the cannula during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details were not provided. Section h4: manufacturing date was not provided. Method: the subject device, ojr416 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the evaluation of the returned device, information provided by the distributor, and our knowledge of the product. Results: evaluation of the returned device confirmed that one of the tubes was detached from the cannula. Conclusion: based on the evaluation of the returned device, information provided by the distributor, and our knowledge of the product, it is most likely that the reported event resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr416 optiflow junior 2 nasal cannula was detached from the cannula during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details were not provided. Section h4: manufacturing date was not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.